Manufacturer narrative:
Additional information received that the pump was sucking fluid and not recoiling to its shape.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the pump worked normally until the pump began only allowing three full pump and the cylinders only partially inflated. There was no incident to cause this change. The pump was replaced and the same issue continued with the cylinder not fully inflating. The pump would suck inwards after three pumps and would not move fluid. The case was abandoned with no further intervention. The patient status was reported to be no issues.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the pump worked normally until the pump began only allowing three full pump and the cylinders only partially inflated. There was no incident to cause this change. The pump was replaced and the same issue continued with the cylinder not fully inflating. The pump would suck inwards after three pumps and would not move fluid. The case was abandoned with no further intervention. The patient status was reported to be no issues.

Manufacturer narrative:
The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Additional information received that the pump was sucking fluid and not recoiling to its shape.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the pump worked normally until the pump began only allowing three full pump and the cylinders only partially inflated. There was no incident to cause this change. The pump was replaced and the same issue continued with the cylinder not fully inflating. The pump would suck inwards after three pumps and would not move fluid. The case was abandoned with no further intervention. The patient status was reported to be no issues.